Event description:
As reported, with this fogarty embolectomy catheter, the balloon was ruptured. There was no allegation of patient injury. The device was received for evaluation and the balloon was found to be ruptured at central area, the ruptured edges did not appear to match up. Patient demographics unable to be obtained.

Manufacturer narrative:
The device was received for evaluation. The report of "the balloon was ruptured" was confirmed. As received, balloon was found to be ruptured at central area and the distal part of the balloon was received inverted over catheter tip. After pulling the balloon back to proximal side, the ruptured edges did not appear to match up. No other visible damage was observed from the catheter body and windings. Through lumen was patent without any leakage or occlusion. The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. As part of the manufacturing process the units go through balloon and winding inspection process. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.